Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6)2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device, with the seal and tension spring assembly inside the delivery device. The white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was removed from the delivery device. A crack on the outermost coil of the seal was observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.215in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed and also confirmed for the analyzed failure "crack seal".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. Device was loaded by the scrub technician. The technician felt that the seal was not rolled correctly and was possibly defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system, device was loaded by the scrub technician. The technician felt that the seal was not rolled correctly and was possibly defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.